Manufacturer narrative:
Investigation anticipated, but not yet begun.

Event description:
The user reported, the battery of the heart lung console would not retain the charge. The user stated, the batteries discharge very quickly. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.